Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The certitude delivery system was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. The work order information was not provided, the document revisions referenced below are the current released revisions and prior to the complaint occurrence date ((B)(6) 2019). The described processes are representative of the manufacturing process of the complaint device. During manufacturing per procedure, the entire device is 100% visually and dimensionally inspected for defects. All inspections are conducted on 100% of units, except in the case of product verification (pv) testing, where the tested units are chosen on a sampling basis. The delivery system is visually inspected for damaged. These inspections and testing during the manufacturing process support that it is unlikely that a defect in manufacturing contributed to the complaint event. A lot number was not provided and a device history record (DHR) and lot history was unable to be performed. The occurrence rate did not exceed the (B)(6) 2019 control limits for the trend categories. The IFU for certitude delivery system ce, device preparation manual for certitude and the certitude procedural training manual were reviewed for instructions/guidance on device preparation/usage. The device preparation manual provides guidance on sheath introducer set preparation. Visually inspect edwards certitude introducer sheath set for damage before unpacking, prime and gently flush introducer with heparinized saline. Hydrate the length of the introducer, hydrate length of sheath. Using short movements advance certitude introducer less than halfway into sheath. Gently flush sheath through the flush port with saline. Maintain sheath in vertical position, advance introducer fully into sheath housing using short movements and gently flush again through flush port. Close stopcock to sheath. Note that keep the distal tip of sheath elevated while flushing to ensure complete flush. The device preparation manual provides guidance on proper mounting and crimping the valve on the delivery system. Check with operating physician when ready to crimp, take thv / holder assembly out of rinse bowl, remove thv from holder using sterile scissors and remove ID tag, and starting with the crimper in the open position, gradually crimp the thv (if necessary) until it fits securely into the qualcrimp crimping accessory. Note to take care not to over crimp the thv and confirm with implanting physician prior to placing thv/qualcrimp crimping accessory onto delivery system which approach is being used: antegrade transapical or retrograde transaortic. The thv is placed in different orientations for each approach and this much be verified with the implanting physician. In addition, remove thv from crimper aperture and place the qualcrimp crimping accessory over the thv aligning the edge of the qualcrimp crimping accessory with the outflow of the thv, make sure to note the position thv frame struts parallel to the edge of the qualcrimp crimping accessory to prevent distortion when crimping and place thv with qualcrimp crimping accessory in crimper ensuring thv is completely centered within crimper aperture. The implanting physician must verify correct orientation / mounting of thv prior to implantation. The complaint was unable to confirmed. The device and pictures were not provided for evaluation. As the device was not returned, engineering was unable to perform any visual inspection, functional testing or dimensional analysis; therefore, presence of a manufacturing non-conformance was unable to be determined. A review of manufacturing mitigations supports that the delivery system has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. There is insufficient information to determine a definite root cause. However, the following factors can result in the observed resistance: improper flushing of sheath ¿ not properly flushing sheath can result in increased resistance between the delivery system and sheath and improper valve crimping and device manipulation¿ improper crimping of the valve on the delivery system can cause resistance when advancing the delivery system through sheath. In addition, device manipulation with an improperly crimped valve can result in the valve becoming stuck in the sheath. In this case, available information suggests that procedural factors (improper valve crimping/improper device wetting/flushing) may have contributed to the complaint event. However, a conclusive root cause was unable to be determined at this time. No labeling/IFU deficiencies were identified and the occurrence rate did not exceed the control limit for the applicable trend category; therefore, no corrective or preventative action nor product risk assessment is required at this time.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our (B)(6) affiliate, during a transapical case with a 26mm sapien 3 ultra valve in the aortic position, when the certitude delivery system was inserted into the 21fr sheath, resistance was met, and the system could not advance. The valve advanced out of the loader cap but appeared to get stuck at the transition point of the sheath. Due to friable apical tissue and some bleeding around the access site a decision was made to withdraw the delivery system and sheath as one. The apex was closed, and they proceeded to convert to an open procedure and a surgical avr was implanted. The patient was stable and transferred for post management care. The devices were discarded at the hospital.